Manufacturer narrative:
This report is sent as follow-up no. 1, providing an update to section h10 with the inclusion of an additional related report number.

Manufacturer narrative:
E2: health professional: unknown. E3: occupation: bsn, rn director of the risk department. Since the actual sample was not returned, investigation of it could not be performed. No anomaly was found in the manufacturing record and the product inspection record. No other similar report was found in the past. Based on the investigation result, no anomaly was found in the manufacturing record and the shipping inspection record. It was inferred that excessive pulling force was applied to the actual product for some reason, causing it to fracture. However, since the actual sample was not returned and investigation of it could not be performed, it was not possible to clarify the cause of occurrence. Ashitaka factory assures the quality of this product by performing following work and controls. After the shaft is molded with the core wire of which the outer diameter is strictly controlled, the core wire is removed. By this production method, the inner diameter of shaft can be firmly assured. Before the packaging process, 100% magnifying inspection is performed to confirm that there is no anomaly such as a kink or tear on the catheter. In the packaging and cartoning processes, dedicated tools and containers are used for handling this product to protect the product and to prevent the occurrence of the kink or tear. Instructions for use (IFU) of this product includes the following warning: "direction for use 5. Warning never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. Failure to exercise proper caution may result in damage to the vessel or catheter. Separation of the catheter may occur requiring retrieval in some cases." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. For the importer report for this reported event please see MDR 2243441-2024-00017.

Event description:
Terumo medical received a user facility medwatch report (B)(4). The event description states that an aortogram and angioplasty of the left common iliac artery and external iliac artery with a 6 mm x 100 mm drug-coated balloon, and angioplasty of the common femoral artery and superficial femoral artery with a 6 mm x 6 cm drug-coated balloon and mynx was performed. The patient had a history of peripheral arterial disease and recent gangrene of bilateral lower extremities. The catheter broke into two (2) pieces inside the patient. The surgeon successfully retrieved both pieces without known injury. The patient was discharged the same day. The patient had a history of coronary heart disease. Additional information was received on 01 may 2024: the patient was stable and discharged the same day.

Manufacturer narrative:
This report is sent as follow-up no. 2, to correct section h10 with the correct information. The full related report number, was partially omitted in follow-up no. 1.